Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead was capped for an unknown reason. No product allegations have been received at this time. No additional adverse patient effects were reported. This ra lead remains implanted but electrically deactivated.